Manufacturer narrative:
(B)(4). Per field service representative (fsr), the batteries were last replaced two months ago. The customer's charging schedule is to keep their unit plugged in and on to charge constantly. The fsr confirmed the battery module was blinking red indicating the batteries in the battery module had been depleted. The green charge light was illuminated indicating the machine was charging correctly. The fsr tested the unit and it turned off completely, as expected. The fsr reset the unit by toggling the main breaker and the red light quit blinking and the charge light stayed lit. This indicated correct operation. The fsr tested the machine again and it cycled to batteries and indicated the batteries were completely charged. The unit is operated to manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, battery issue has occurred. The red light indicator was on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.